Event description:
It was reported that the patient had his inflatable penile prosthesis (ipp) removed due to unknown reason. A malleable tactra was implanted. No patient complications were reported in relation to this event.